Manufacturer narrative:
Sections with additional information as of 24-sept-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: complaint products were not returned for investigation. Retention strip lot tested and passed, most likely underlying root cause: mlc-62: user had poor technique manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: CAPA-21-008¿.

Manufacturer narrative:
Corrected sections as of 09-24-2021. H10: manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: CAPA-21-007.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The customer is concerned with tests results from results obtained of e-5, e-2 and 145mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling shaky and is sweaty. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call, a back to back blood test was performed by the customer and produced test results of 145mg/dl fasting using meter. The test strip lot manufacturer¿s expiration date is 04/25/2021 and open vial date is (B)(6) 2019. The meter memory was not reviewed for previous test result history.